Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2019 the patient was transported to the hospital via ambulance. The patient was "groggily and looked ill" and his blood glucose measured 415 mg/dl. He was treated with insulin via pen.